Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a post operation check after initial implant. Upon review, it was noted that the atrial sensing and capture was lining up with the ventricular signal. X-ray revealed that the right atrial lead had dislodged into the ventricle. The lead was explanted and replaced. Patient was stable and did not experience any adverse issues.